Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up it was noted that no non-sustained ventricular tachycardia episodes were stored on the electrocardiogram, due to insufficient memory space. Technical support was contacted to resolved the issue by clearing older episodes. The patient is in stable condition.